Event description:
The pt was implanted with a left ventricular assist device. The perfusionist reported that the pt received a "not connected" message on the power module. The system controller was exchanged and the event was resolved.

Manufacturer narrative:
The report of alarms while tethered to the power module was confirmed during analysis. The white power lead was found to have a compromised wire at the connector end. Movement of the white power lead at the connector end resulted in power cable disconnect and low battery advisory alarms while tethered to the power module. A review of device history records for this system controller showed no deviations from manufacturing or qa specifications. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The manufacture is closing its file on this event.